Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient had a loss of symptom control which was reported to involve needing to get up in the middle of sleep 5 times one night and 3 times another night. When the ins was checked there was initial poor communication, however this was resolve once the antenna was pushed in all the way. The patient's ins was found to be turned on and the patient was assisted with increasing stimulation from 0.8 to 1.1 on program 3 where the patient confirmed feeling stimulation in the correct area. The patient was advised to follow-up with their healthcare provider (hcp) if their symptoms did not resolve and the patient noted that the symptom return was sudden in nature. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.